Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in capture threshold and a decrease in sensing were observed on the right atrial (ra) lead. Ra lead dislodgment was suspected but not confirmed. The device was reprogrammed in order to resolve the event. The patient's condition was stable and there were no adverse consequences.